Event description:
A balloon ruptured at 8 atms during a superficial femoral angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The devie was received, evaluated and retained by this MFR. Microscopic exam revealed a pin-hole leak 2mm distal to the proximal ro marker. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surface. Co's follow up also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the catheters these catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the pressure. Deflate the balloon. Do not reinflate and remove carefully."